Event description:
Information was received from the nurse that the increase in seizures was a normal part of the patient's condition and they were just using the vns as treatment, the seizures were not caused by vns. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient had an increase in seizures and his vns was adjusted at that time. No further relevant information has been received to date.